Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received additional information regarding this event. As reported, sizing of the valve was difficult as the patient's annulus was heavily calcified and the surgeon was unfamiliar with this prosthesis. The decision was made to implant this valve to improve hemodynamics and reduce surgery time (as decalcification was very long and the annular enlargement and septal myomectomy added to the procedure time). At the end of the procedure, the patient had an external pacemaker implanted. Post-operatively, the cardiologist indicated there was no conduction disturbances recorded on the holter monitor. The cause of the death remains unknown. The surgeon informed it was a difficult case and expressed doubts that the prosthesis contributed to the patient's death.

Event description:
Edwards received additional information regarding this event. In the early post-operative period, there were complications in the ICU involving hemodynamic shock and troponin increase, requiring vasopressor agents (dobutamine and noradrenalin). There was rapid hemodynamic improvement and the patient was transferred from ICU to general ward with no other complications. Four (4) days later, the patient complained of respiratory difficulties and went into hemodynamic shock. The patient expired shortly after due to unknown reasons, despite resuscitation maneuvers. Analysis of the holter did not show conduction disturbances that could explain the cardiac arrest. Possible cause, mi or ep. Mi seems the most probable cause regarding medical history and complex surgical procedure. The surgeon expressed doubts that the prosthesis contributed to the patient´s death.

Manufacturer narrative:
Myocardial infarction (mi) usually occurs due to obstruction of a coronary artery and/or inadequate perfusion of the heart tissue. It is common for patients with valvular disease also to have significant coronary disease; therefore, the vast majority of myocardial infarctions are typically related to the patient¿s underlying disease and not related to the device. As in this case, the surgeon acknowledged the difficulty of the case and expressed doubts regarding the involvement of the prosthesis in the patient's expiration.

Manufacturer narrative:
Additional manufacturer narrative: atrioventricular conduction disturbances after valve surgery are associated with many patient related and procedural related factors, including pre-operative co-morbidities such as the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and/or the profile of the implanted prosthesis. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue and/or during placing of sutures into the annulus. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The device was not returned to edwards lifesciences for analysis as it is unclear if the device remained implanted or was removed during the procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this patient expired eight (8) days post-implantation of this 19mm aortic heart valve. As reported, the patient had a very small aorta (less than 19mm) with significant calcification. An extensive annular debridement was performed, along with an aorta enlargement and septal myectomy. Despite this, the selected 19mm valve did not fit. It is unknown if the 19mm valve was implanted or another valve was used. Post-operatively, the patient had conduction disturbances and on pod #8, the patient experienced a bundle branch block and subsequently expired.